Manufacturer narrative:
(B)(4). Date sent: 12/18/2025. D4: batch #c9ev9k. Corrected data: h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb to be damaged. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number c9ev9k, and no non-conformances were identified.

Event description:
It was reported that during a minimally invasive esophagectomy procedure, the device was reloaded by the scrub nurse and set the device aside on back table with jaws closed. Moments later, the device fired the load while untouched. The safety was in place and had not been released. The device was reloaded with a new reload and was then going to be used on conduit. Upon releasing and trigger depressed, nothing occurred no motor activation. Battery was removed flipped and replaced. No power. Device removed and articulation buttons showed that power was present. Returned to tissue and attempted firing and once again, no power. New device opened to complete the case using the unspent reload. There was a delay of five minutes to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4) date sent: 12/03/2025 d4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.